Event description:
Related manufacturer reference number: 1627487-2022-05578. It was reported that during an unrelated surgical procedure, the patient's leads were cut. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated the leads were removed electively for an unrelated spinal surgery. There was no alleged stated deficiency of the device.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2022-17360 should not have been reported as a medical device report (MDR) after additional information received confirmed no alleged deficiency against the leads. The leads were removed for an unrelated surgery and thus no longer reportable.